Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - im nail . Visual examination of the returned product identified the product fragment showed wear and damage. Visual inspection shows the item number matched the complaint, and most of the part was not returned which would have had the lot number etch. However, a provided picture verifies the lot number etch. Product was not returned in its original packaging. Part was sent for fracture analysis: optical images of the device fracture show artifacts such as beach marks and relatively smooth fracture surface suggesting a fatigue mode of failure. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the pre-op radiograph demonstrates a markedly displaced intertrochanteric/subtrochanteric fracture of the left femur. Nail fixation images demonstrate interval intramedullary nail and screw fixation of the fracture with anatomic alignment of the fracture and intact hardware. Broken nail images demonstrate fracture of the intramedullary nail at the level of the larger and more inferior femoral neck screw. There is radiolucency along both femoral neck screws which appear loose. There is fracture displacement. Bone quality is osteopenic. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision approximately four (4) months post-implantation due to a fractured nail. Prior to the revision, the patient was experiencing pain and limited range of range of motion. The fractured nail was removed and replaced with a total hip arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 814510105; lot# unknown. E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in egypt. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: the lot number (5977301) reported is a lower level lot number that was etched on the device at the supplier. Per our manufacturing records, lot 5977301 was issued to the following end level lot numbers: lot 250340, sterile date: jan 29, 2032, UDI: (B)(4). Lot 250350, sterile date: jan 29, 2032, UDI: (B)(4). Lot 357790, sterile date: jan 29, 2032, UDI: (B)(4). Lot 409150, sterile date: jan 30, 2032, UDI: (B)(4). Lot 453570, sterile date: feb 15, 2032, UDI: (B)(4). Lot 453580, sterile date: feb 22, 2032, UDI: (B)(4). Lot 453590, sterile date: feb 21, 2032, UDI: (B)(4). Lot 453600, sterile date: feb 09, 2032, UDI: (B)(4). Lot 453610, sterile date: feb 21, 2032, UDI: (B)(4). Lot 453620, sterile date: feb 22, 2032, UDI: (B)(4). H4: lot 250340, manufacturing date: jan 29, 2022. Lot 250350, manufacturing date: jan 29, 2022. Lot 357790, manufacturing date: jan 29, 2022. Lot 409150, manufacturing date: jan 30, 2022. Lot 453570, manufacturing date: feb 15, 2022. Lot 453580, manufacturing date: feb 22, 2022. Lot 453590, manufacturing date: feb 21, 2022. Lot 453600, manufacturing date: feb 09, 2022. Lot 453610, manufacturing date: feb 21, 2022. Lot 453620, manufacturing date: feb 22, 2022. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.